Manufacturer narrative:
(B)(6). Device investigation narrative - two bioraptor, knotless suture anchor insertion devices without anchors and a single loose anchor were received for this complaint in conjunction with complaint (B)(4). They are not serialized and as such, it is unknown which device goes with which complaint. The devices were checked for inner driver advancement and torque limiter function and both function as intended. The anchor was checked dimensionally for od and found to be within print specification. The anchor was fitted onto each insertion device and found to load and unload with no difficulty. There are no other complaints on file for this manufacturing lot. Based on these observations, no root cause related to the manufacture of the device can be established. A review of the device history records was performed which confirmed no inconsistencies.

Event description:
It was reported that during a shoulder arthroscopy utilizing the bioraptor, knotless suture anchor the anchor did not deploy properly. The surgeon finalized surgery with a 2.8mm titanium ti anchor in order to have more fixation and no holes were left empty. There was no injury or impact to the patient reported. There was no report of procedural delay associated with the event.